Event description:
It was reported that bd saf-t-intima w/y adapter bl 22ga x .75in. It was reported by customer that the needle and tubing dislodged from the wings of the IV catheter. Verbatim: issue was reported with a 22g x .75 intima. Please see description of event below and attached picture. After placing IV in patient's ac vein, attempted to pull pack on the needle to leave catheter in place and the needle and tubing dislodged from the wings of the IV catheter. This led to the free flowing of blood from patient's vein. No harm done, IV catheter immediately removed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
DHR review: the complaint lot 3257008, assembly in suzhou plant1 on 2023.oct.7, lot quantity is (B)(4) ea review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Returned sample analysis: there are two pictures of the defect sample attached to show the wing inserter component is separated from tubing. Retain sample analysis: sampling (B)(4) ea from the retain sample of the same manufacture lot to check tubing bonding status, and check the separation force between tubing and wing inserter, all of check results are within specification, refer to the attachment for retain sample test report. Possible cause analysis, tubing and wing inserter component dislodged reported, possible reasons for such defect are: 1. Poor bonding performance due to less or no cyclohexanone during tubing/wing-inserter manual bonding process. 2. Raw material defect from tubing or wing inserter. The manufacture process have taken below actions to prevent or monitor above possible risk: 1. 100% inspection was taken after bonding process, poor bonding status can be identified. 2. Both in-process and out-going sampling will check the separation force between tubing and wing-inserter. There is no sample returned, and two pictures attached to show the wing inserter component is separated from tubing, but not show a typical defect feature on the bonding location, so actual defect feature is not clear. The retained samples does not display this defect failure mode, so we could not determine the root cause.

Event description:
No additional information provided.